Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised after patient complaint of instability. The post of the poly insert was found to have been broken off.